Event description:
Event description cpi received information that during interrogation of this implantable cardioverter defibrillator (ICD), a message indicating an inappropriatly low lead impedance of the transvenous defibrillation lead was displayed. The physician performed an invasive procedure and noted a fracture on the transvenous defibrillation lead. The physician elected to explant the entire system.